Event description:
No osseointegration, periodontal disease at time of surgery, no thread tap used, primary stability was achieved, implant wasn't completely covered by bone, asymptomatic. Fibrous integration, overload.